Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (100 mcg/ml at 36 mcg/day) via an implanted pump. It was reported that the patient¿s pump was never sutured when it was initially implanted which had caused difficulties with the refills. Each time they had to do a refill, they had to do it in the fluoroscopy room in order to do so. On (B)(6) 2020, they revised the pocket area and sutured down the pump. At that time, the hcp cleared the pump, filled it with saline, and kept the programming as fentanyl (100 mcg/ml at 36 mcg/day). On (B)(6) 2020, they brought the patient in to refill the pump with fentanyl (750 mcg/ml at 36.02 mcg/day) and they had questions regarding the programming. Assistance was provided during the call resolving their questions.

Event description:
Additional information was received from the healthcare provider (hcp) on 2021-jan-05. The patient's weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.